Event description:
The customer reported via phone call that they received a no delivery alarm during a bolus. Customer's blood glucose was 150 mg/dl at the time. Customer ran bolus after completing troubleshooting for the no delivery alarm and they still received another alarm. Customer stated that they have not tried all remedies. Customer is using novolog insulin in the pump and was assisted with changing their settings from beep to vibrate. Customer was advised to utilize their back-up plan as needed for their blood glucose and to speak to their trainer or doctor to consider a different infusion set. Customer was advised to monitor the issue and call back if problems persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.